Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device exhibited an etco2 failure during patient care. The customer also noted that the etco2 port shows excessive wear. It was reported that the alleged failure was observed while the device was in patient care. However, no adverse patient impact was reported.